Manufacturer narrative:
The insulin pump alarmed motion sensor test failure alarm during rewind due to motor encoder signal out of phase. The pump was unable to perform current test, unexpected error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarms due to motion sensor test failure alarms. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call of a motion sensor test failure alarm from the insulin pump. The customer's blood glucose reading was 93mg/dl. The customer stated that his pump alarmed something he has never seen before and it is not working at all. The customer was assisted with the displacement test and it failed. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.